Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that es server and station were not communicating. The technical support specialist (tss) connected to carefusion coordination engine (cce) prod to review medid (B)(4) under station ccu2. Observed stock levels maximum = 5, minimum = 2, current = 0 and ran a trace, confirming a pyxis stock-out message was sent to plx api mbm on (B)(6) at 02:42 am for item 2701592 on device ccu2. Previous case owner was eos. Sent the case to the plx queue to verify if the stock-out message was received on their side. Reviewed station details: last stock-out occurred at 03:07:29.910, and last replenishment. Station shows stock-out with maximum 5 and minimum 2. Server has been running for at least 15 days, memory usage is around 80%, and all services are operating as intended. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server stockouts were not crossing to plx carousel. The customer stated that there was a delay in issuing medications to patient due to this malfunction. However, there were no adverse events or injuries reported based on this event.